Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The infusion set tape did not adhere properly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Initial and final (B)(4) - device 1 of 2.